Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit that does pump, with a message (not precised) regarding the safety disk. There was no harm or injury reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6 (medical device ¿ problem code). It is currently unclear if a getinge field service engineer (fse) quoted the replacement of safety disk. There currently is no reception of whether the replacement was done. Gfe attempts were made to obtain this information along with if proper functional and safety checks were made. Information regarding patient involvement is unclear as it is stated there was no harm but as more information becomes available the record will be updated.

Event description:
N/a.